Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: can you please clarify with further detail what happened when the device "blocked"? Was any portion of the target tissue stapled or cut when the stapler blocked? If yes, were the staple line and cut line approximately equal in length? When the stapler blocked, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What color cartridge was being used? On the complaint form you submitted you checked "damage" for this question: event or product problem outcome. Please describe the damage that occurred.

Event description:
It was reported that during a sleeve procedure, the stapler made one shot and then it became blocked. The battery heated a lot. It was tested with another stapler and does not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # n55k8v. The analysis found that one psee60a device was returned in good visual condition and with no cartridge reload present. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.